Event description:
Revision surgery due to cup dislocation 9 days post op. The surgeon stated that the cup was stable intraoperatively but slightly undersized. The cup, the inlay and the ball head were replaced during revision surgery. The surgeon reamed deeper and a bigger cup was implanted, resulting more stable.

Manufacturer narrative:
Document review: versafitcup cc trio cementless cup 54: code 01.26.45.0054 / lot 122897 (66 cups produced) : all parameters were found to be in accordance with the specifications valid at the time of manufacturing, including washing and sterilization cycles. Forty two cups belonging to this lot have been already implanted and no similar incidents have been reported up to now. From the data collected, the event is highly likely not device related and it is probably associated to a wrong evaluation of the size of the cup during the surgery.